Manufacturer narrative:
The engineer replaced the left and right caregiver circuit boards due to controls not operating correctly, and a damaged caregiver label on the right siderail.

Event description:
Information received indicates the back of the bed came up on its own when a patient was in the bed.